Event description:
It was reported that the patient woke up the morning of report with pain all over their body, fever and chills so they believe there was a pump issue. It was noted that there were no audible alarms heard. It was noted that the patient denied any recent traumas or falls. It was reported that the patient¿s pump was used to infuse an unknown drug.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was admitted on (B)(6) 2014 to the emergency room and discharged on (B)(6) 2014. The pain was intolerable and radiating down to the legs bilaterally. Earlier that day it felt like there was something poking him with shark needles on his feet, he also had chills. The patient was admitted with intractable pain in his back and it was discovered that his morphine pump had failed and the pain could not be controlled with several doses of narcotics in the emergency room. Therefore the patient was admitted to the hospital and required IV narcotics. On (B)(6) 2014 the patient was taken to the operating room to have his failed pump removed and a new one replaced. A manufacturer's technician interrogated the pump system and discovered that the pump had failed and required replacement. The patient's postoperative course was unremarkable. The medication from his pump kicked in fairly quickly and he had gotten his usual pain control back. The patient did complain of nausea which he reported was fairly common at the beginning of his morphine initiation. The patient was given a prescription for some phenergan as needed for nausea. The new system was refilled with 1mg/ml duramorph and the dose was set the previous rate of 0.5 mg/day. Medical history of chronic back pain and coronary artery disease and a past surgical history of bypass surgery, back surgery, and shoulder surgery. Patient assessment showed hypertension and dehydration.

Manufacturer narrative:
Patient code (B)(4) and evaluation conclusion code no longer apply.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the patient had additional medical history of gastroesophageal reflux disorder, chronic obstructive pulmonary disease, and obstructive sleep apnea. After the patient was brought to neurosurgery for pump replacement, foods were withheld and the patient was given 1mg of dilaudid every 4 hours as needed for pain. The patient was also treated with antiemetics as needed, with labetalol for hypertension, and with protonix for refulx disease. After surgery, the patient was given lactulose, which aggravated his nausea. The patient was to follow-up with the surgeon and a primary care physician of the patient's choice one week after his discharge. In addition to the phenergan, the patient was given senokot for constipation, and was to continue with the following medications at home: crestor, prilosec, isosobride mononitrate, hydroxyzine, iron supplements, aspirin, stool softeners, and a spiriva inhaler as needed.